Manufacturer narrative:
The customer's blood glucose value mentioned with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
Customer also mentioned other blood glucose levels such as 26 mg/dl, 180 mg/dl, 117 mg/dl, 135 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of in the range of 20 mg/dl and also experienced high blood glucose level. Blood glucose level was in the range of 400 mg/dl. Customer also mentioned other blood glucose levels such as 26 mg/dl, 180 mg/dl, 117 mg/dl, 180 mg/dl, 175 mg/dl, 135 mg/dl. The customer was treated with correction bolus for high blood glucose level, low blood glucose level with glucagon and intravenous glucose. Customer reported that insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.